Event description:
It was reported that on (B)(6) 2014, this pt experienced st elevation and chest pain and received 17 ablations utilizing a bard channel steerable sheath. Subject remained in af after these rf applications. The investigator re-introduced the catheter and performed dccv. This was done to restore normal nsr and verify pv isolation. Site personnel noticed a slow change in the ECG waveform. A coronary angiogram was performed (to rule out artery obstruction). During this time, the appearance of the waveforms (possible st-segment elevation) regressed spontaneously. No therapeutic intervention was performed. The angiogram was normal and unremarkable. The subject was consciously sedated but did not appear to awaken or complaint of symptoms between the onset and resolution of waveforms. Total time elapsed from onset of symptoms to continuing with procedure was 10-15 minutes. After the angiogram, the investigator continued with the study ablation procedure with 4 additional ablations, subsequently confirming isolation of all pvs. After the procedure, the pt did not report any pain and/or discomfort. The underlying cause was suspected to be possible air in transseptal sheath during changing of the catheters causing an air embolism. The pre-procedure tee shows no abnormalities of the laa, inr was 2.2, act 370, therefore, thrombus not likely. Blood tests: ck max 254, ckmb max 33, trop t max 1.050; echo was normal: acute coronary angiography was done and no abnormalities found. This event prolonged the subject's hospitalization (less than 48 hours). On (B)(6) 2014, the onset of chest pain and heavy perspiration was noted in the evening (22:17) (procedure finished in the afternoon about 15:30). Chest pain lasted for 10 minutes together with low blood pressure. On (B)(6) 2014, the site noted the st elevation and chest paint to be "related" to the initial phased rf study ablation and bard channel steerable sheath and not related to the catheters and generator. On (B)(6) 2014, it was noted that although the subject had prolonged hospitalization, it was noted to be "not serious", hospitalization was for an echo and additional biomarker testing.

Manufacturer narrative:
Na